Manufacturer narrative:
Manufacture's investigation conclusion: review of the log file data provided by the account confirmed a full battery depletion event. The controller event log file captured the pump operating as intended at the stored patient speed. The beginning of the log file captured controller clock corrupt alarm and clock invalid fault flags, indicating a complete loss of power to the system/depletion of the emergency backup battery (ebb). The onset of this event was not captured in the log file. The controller clock corrupt alarm and clock invalid fault flags were active throughout the majority of the log file and resolved prior to the timestamp of 10:06:29 on 23jul2021. The log file ended 82 seconds later, at 10:07:51 on 23jul2021. The heartmate 3 left ventricular assist system instructions for use and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mobile power unit during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 14apr2020. The heartmate 3 left ventricular assist system instructions for use contains important warnings pertaining to pump stops, as well as the following information: section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. Section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Section 7 - alarms and troubleshooting: this section details all system controller alarms and how to resolve them. The heartmate 3 left ventricular assist system patient handbook, is also currently available. This patient handbook contains the same pump stop warnings and steps that the patient should take when preparing for sleep. Section 5 alarms details all system controller alarms and how to resolve them, including the low battery advisory, low battery hazard, and low flow alarms. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. This document also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the controller clock was not set and the patient admitted to falling asleep on batteries. The event log captured controller corrupt events from the beginning of the log. These events typically occur when battery power is depleted and the backup battery in the controller. Due to the time stamp and the clock reset to 01jan2000 it was unable to be determined how long the pump was off, but based on the date noted of (B)(6) 2021 it occurred 25 days ago. There were also intermittent low flow alarms.